Event description:
On (B)(6) 2023 getinge became aware of an issue with one of surgical lights - blueline 30. It was stated the light body cover has come off. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause serious injury.

Manufacturer narrative:
The initial reporters were health care workers. Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The correction of b5 describe event and problem, h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code - explain fields deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 6th july, 2023 getinge became aware of an issue with one of surgical lights - blueline 30. It was stated the light body cover has come off. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause serious injury. Corrected b5 describe event and problem: on 6th july, 2023 getinge became aware of an issue with one of surgical lights - blueline 30. It was stated the screws looseness was severe and the light body cover has come off. We decided to report the issue in abundance of caution as any parts or falling off into sterile field or during procedure may cause serious injury. Previous h3a device evaluated by manufacturer: no. Corrected h3a device evaluated by manufacturer: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: n/a. Previous h3c if other provide code - explain: device not returned to manufacturer. Corrected h3c if other provide code - explain: n/a. The unique identifier (UDI) # information is not available since the device was manufactured before september 2016. Getinge became aware of an issue with one of surgical lights - blueline 30. It was stated the screws looseness was severe and the light body cover has come off. We decided to report the issue in abundance of caution as any parts or falling off into sterile field or during procedure may cause serious injury. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. It is unknown if claimed device was or was not being used for patient treatment or diagnosis when the event took place. Root cause analysis was performed by subject matter expert at manufacturer¿s. The analysis is following: the functions of these screws are to secure the fork support and the mechanical security clap of the top cover on the base. With loosening screws, the fork support and the mechanical security clap are not properly fixed on the base. The consequence is a play important between the parts and unlocking of the top cover. Based on the remark from the technician, the screws were loose overall. The most probable root cause is that the screws were removed for maintenance or repair on site and then re-assembled incorrectly. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
On 6th july, 2023 getinge became aware of an issue with one of surgical lights - blueline 30. It was stated the screws looseness was severe and the light body cover has come off. We decided to report the issue in abundance of caution as any parts or falling off into sterile field or during procedure may cause serious injury.